Event description:
A caller reported experiencing occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Reportedly during troubleshooting with tandem technical support, the customer was adding or removing insulin outside the loading sequence, and was educated that this is considered off label. A system check was performed with tandem technical support and no issues were identified. The customer changed supplies a resumed insulin.